Event description:
Event determined to be reportable based on device analysis approved 05/23/2007: it was reported that during a drug-eluting stenting procedure of the mid left circumflex (lcx) artery, the taxus liberte 24mm x 2.50mm stent delivery system (sds) was unable to cross the lesion. The device was removed; however, it was not known how the procedure was completed. No patient injuries or complications were reported. The patient's status is reported as "good." Returned device analysis revealed stent damage.

Manufacturer narrative:
Visual examination of the returned device revealed damage to the proximal edge of the stent. One proximal stent strut was bent back distally. This type of damage is consistent with the device encountering some form of restriction upon withdrawal. The directions for use (dfu) state that if unusual resistance is felt at any time during lesion access prior to stent implantation, the stent system and guiding catheter should be removed as a single unit. A review of the device history record (DHR) for this batch number found that the device met its material, assembly, and product specifications. The most probable root cause was unable to be determined.